Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". Mechanical upgrade performed. Motor defective: replaced. Defective motor cable replaced. Shaft locking defective: repaired. Defective o-rings replaced. Unit cleaned. Functional test performed. Functional test according to test procedure completed. Hipot test completed. Electrical safety test according to iec 60601-1 completed. Unit safety test (iec60601-1/din en 62353) performed. According to manufacturer's final test procedure with reference accessories. Unit modified according to guideline of manufacturer. The device has been repaired. Possible root cause could be due to fair wear and tear as the device is approximately 10 years old and could¿ve seen heavy use in the field. This serialized device was manufactured prior to (B)(4), therefore a DHR cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed, per reference of memo. A review of the depuy synthes mitek complaints system revealed four similar complaints for this serialized device. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
Elsg RMA: (B)(4). Description of failure: default. Device error message: no other information available. When was the problem discovered?: pre-operatively. Surgical delay?: none.